Manufacturer narrative:
Device received with partial display due to cracked lcd glass. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen display due to partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen screen. Customer stated there was no response from any button, the clock didn't progress, the display was not blank, and no alarm occurred. Customer¿s blood glucose was 354 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.